Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Usage residues were observed on the sample. The collar of the dilator was observed to be slightly unscrewed and was resting at an angle. The distal end of the sheath exhibited deformation. Microscopic inspection of the distal tip of the sheath revealed a longitudinally aligned split. The root cause of the split could not be identified; however, attempted insertion against resistance may have been a contributing factor. Additionally, environmental conditions or may have also contributed to the sheath damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that sheath cracked. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that sheath cracked. There was no reported patient injury. No other information was provided.